Event description:
The dr claims that the graft was placed 2 years ago. The graft ruptured. The pt almost died. The graft was explanted and replaced with another graft. The procedure outcome was okay. The condition of the pt is unknown at this time. On 1/16/2001 and 1/23/2001, co received the following updated and corrected info: the graft was implanted 13 years ago (1988) for occlusive disease. On or about 1/2001, the right side of the graft ruptured at the site of a pseudoaneurysm. The pseudoaneurysm was located at the "hood" of the graft proximal to the inguinal ligament. Only the ruptured portion of the graft was explanted. The edges of the remaining, still implanted section of the graft were cleaned up and patched with a goretex patch. The pt's post-operative condition is fine.